Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: a610, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information rea received from the hcp via the rep. It was reported the extensions were cut by the implant surgeon during removal of the device and discarded. The cause of the high impedances on the previous extensions was not determined. The cause of the therapy impedances showing and the oor message was unknown. No further actions/interventions were taken. It was unknown if the issue was resolved. The extensions would not be returned for analysis.

Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for dystonia. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Procode/PMA: the main device described is not approved under PMA/510k # h020007 for the described indication: dystonia (product code: mru). Other applicable components are: product ID: 3708660, serial #: (B)(4), product type: extension. Product ID: 3708660, serial #: (B)(4), product type: extension. Product ID: neu_unknown_ext, serial #: unknown, product type: extension. Product ID: a610, serial #: unknown, product type: software. Other applicable devices are: product ID: 3708660, (B)(4). Product ID: 3708660, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-06-24, (B)(4) (rep): information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that a revision was performed today as the patient had intermittent high impedances on the right extension that seemed to be positional. Intra-op impedances were normal, but at the programming clinic they were high. Both extensions were replaced today, and the electrode impedances were fine afterwards. However, when the ins was turned back on after the procedure, an out of regulation (oor) message was seen right away on the left side, and when therapy impedances were run they got ---. The programming nurse mentioned they had seen oor messages in the past. It was indicated the patient was on high settings: left: 6 ma, 90 pw, 250 rate 0- 1+; right: 5.3 ma, 90 pw, 250 rate. Prior to the call, unipolar electrode impedances were 1048, 796, 887 and 951 ohms on left side. The session report prior to replacement showed impedances at left: 0-906; 1-828; 2-784; 3-1009; 0:1-993; 0:2-1161; 0:3-1446; 1:2-954; 1:3 1317; 2:3-1089; therapy-896 ohms; voltage 6.3v; right: 8-976; 9-995; 10-987; 11-1223; 8:9-1103; 8:10-1280; 8:11-1686; 9:10-543; 9:11-1138 ; 10:11-602; therapy - 885 ohms; voltage 5.5v. After replacement, impedances showed left: 0-951; 1-887; 2-796; 3-1048; 0:1-1306; 0:2-1351; 0:3-1644; 1:2-1165; 1:3-1539; 2:3-1311; therapy- ---; voltage ---; right: 8-1044; 9-1542; 10-1305; 11-1578; 8:9-1871; 8:10-2088; 8:11-2515; 9:10-2209; 9:11-2918 ; 10:11-2251; therapy - 933 ohms; voltage 5.8v. The left side was turned down to 4.0 ma and they ran therapy impedance again and was able to get measurement of around 5.7v. Caller then increased back to 6.0 ma and got --- again. Caller was able to program patient but they were under anesthesia at the time so status of ins and patient's therapy is unknown. The rep indicated they would look into the issue further and follow-up. No patient symptoms or further complications were reported as a result of this event.